Event description:
The customer reported that while reprocessing his olympus water container lid the surface of the white caps on the water and gas bottles had melted. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. There was a physical abnormality in the appearance of the cap. The unit could not be tested due to the sustained damage. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was manufactured in august 2015, though a specific date was not identified, it has been over 7 years since the device was manufactured. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to inappropriate and/or insufficient reprocessing. The event can be prevented by following the instructions for use (IFU) which state: chapter 5, ¿reprocessing¿ and chapter 6, ¿storage¿. ¿improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance." If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.